Manufacturer narrative:
The device was returned to olympus for evaluation. The customer¿s complaint was not confirmed. A visual and electrical inspection was performed on the device and noted normal wear and tear on its physical appearance. The device passed all functional and ground resistance testing. The cause of the reported event could not be determined.

Event description:
Olympus was informed that during an unspecified procedure, the device activated on its own for a short period of time without pressing the blue activation button. It was reported that the console screen was blinking when this phenomenon occurred. Reportedly, this caused the blade¿s bipolar to function intermittently and eventually stopped working. The physician replaced the blade and was able to get it to function enough to finished the procedure. There was no patient injury reported.